Manufacturer narrative:
E1, e3, e4: the name of the initial reporter and occupation is unknown. D9: the date of the return of the device for evaluation. The investigation for the reported issue has been completed. The device was returned for evaluation. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was unknown. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced battery charging issues during maintenance. It was noted that the device was only used for training, not for clinical use. No patient involvement.